Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that they hospitalized due to the high blood glucose level, dehydration and flu on (B)(6) 2018 at 11 am. The customer¿s blood glucose level was 720 mg/dl at the time of the incident and then the blood glucose lowered up to 260 mg/dl. The customer¿s current blood glucose level was 430 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. The customer¿s father also stated that the insulin pump had a device failed test. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The insulin flow blocked alarm functioning properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.